Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing pain at their ipg site for the past month. As a result, a physician consult was scheduled for further evaluation. Follow-up identified surgical intervention was undertaken to address the issue. In turn, the original ipg was explanted and replaced with an updated model relocated to a new pocket. The issue is resolved.